Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of a femoral vein using the pre-close technique via a greater than 8f sheath hole prior to an unspecified procedure. Reportedly, the footplate was jammed in step 1 and was unable to fully open. The lever was lowered and multiple angles of the device attempted; however, the lever would not completely open. The device was removed. Another prostyle was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of a femoral vein using the pre-close technique via a greater than 8f sheath hole prior to an unspecified procedure. Reportedly, the footplate was jammed in step 1 and was unable to fully open. The lever was lowered and multiple angles of the device attempted; however, the lever would not completely open. The device was removed. Another prostyle was used to achieve hemostasis. Subsequent to filing the initial report, the following information was provided: it was reported that this was a venous closure of a femoral vein using a prostyle relative to an unspecified procedure using a small hole sheath hole. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.